Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: 97791, lot# n391926, implanted: (B)(6) 2013, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient's trial system worked good, but the stimulator that was implanted did not work right. The patient had contacted several physicians and manufacturer representatives seeking help. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient indicating that the ins never worked right, it was put in (B)(6) 2013. It was stated that was never put in right. It only worked for their knees. It was noted that the trial unit worked for their feet, that was where they needed it. It worked alright for their knees but no further down. The steps taken to resolve the ins not working properly was that the doctor looked at it one time and then the manufacturer representative (rep) saw the patient and adjusted it, but no luck. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent. Additional relevant medical history: spinal pain.